Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized due to having a metalic taste in the mouth and pain in the head. It was thought that customer was having a stroke and was admitted into the hospital for 3 days. While in the hospital, customer was experienced low blood glucose of 20 mg/dl and was treated. While on call, customer had 3 glucose tabs and soda and blood glucose elevated from 69 mg/dl to 123 mg/dl. The following day, customer reported to have accidentally given herself two bolus back to back but blood glucose was ok. Customer was advised to monitor situation and to call back should blood glucose drop.